Event description:
A report was received that the patient was having remote control to ipg communication difficulty and difficulty charging ipg. Ipg was tilted. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having remote control to ipg communication difficulty and difficulty charging ipg. Ipg was tilted. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient is doing well. There will be no further course of action at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg).